Event description:
The customer reported via phone call that the insulin pump stopped working. Customer reported that the device had a button error alarm. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 84 mg/dl. The device will not be replaced and the customer will not return it for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.